Event description:
Approximately three to four years post implant the pt presented with aortic insufficiency. The valve was explanted and replaced with another manufacturer's device. During the procedure, a cuspal tear was observed. The pt is in stable condition. No additional info is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.